Event description:
It was reported a patient experienced a break in aseptic technique, which led to peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day. Treatment was not reported. It was not reported if the patient was re-trained on proper aseptic technique. The cause of the peritonitis was the patient made a mistake, and ¿cut the tube¿. The patient was discharged from the hospital five days later and was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.